Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that during a doxorubicin push with a texium bonded 60ml syringe, the nurse noticed leaking between the texium and the smartsite y-site on the pump tubing. She tried turning the texium to tighten it twice and on the second twist, the leaking stopped. The incident occurred in adult inpatient. The drug did not leak onto the pt and there was no pt harm. No further pt/event info was provided.